Manufacturer narrative:
The sonicare brush head is an accessory to the healthy white plus power toothbrush.

Event description:
The consumer states that the tufts from their sonicare brush head are coming out in their mouth.

Manufacturer narrative:
The root cause of the customer's complaint is loose tufts.